Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 500 mg/dl. At the time of incidence. Customer was okay to troubleshoot for high blood glucose and customer would like to call that if they need further assistance. Customer was advised that they contact to their health care professional to follow guidelines or for medical attention and call back if needed. The insulin pump will not be returned for analysis.